Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia because their infusion set cannula was kinked. Blood glucose level was over 400 mg/dl. Customer stated that they had been experiencing nausea, vomiting and blurred vision. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Event. Customer was not using auto mode feature at the time of reported high blood glucose event. Insulin pump will not be returned for analysis.